Manufacturer narrative:
Sections with additional information as of 16-dec-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter and test strips were returned for evaluation; no defect was detected. Corrected sections as of 16-dec-2020: h10: most likely underlying root cause corrected from "mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. " to "mlc-040 user's test strip had poor fill".

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 14-oct-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results accompanied by symptoms. The customer is concerned with tests results obtained of 74 and 61 mg/dl. The expected fasting blood glucose test result range is 112-146 mg/dl. The customer did report symptom of passing out. Medical attention is reported as a result. Customer stated that on 04-oct-2020 his daughter found him passed out. The daughter ran a blood test and got a result of 120s mg/dl and called 911. When paramedics arrived 15 minutes later, his blood sugar was in the 40s mg/dl. Customer's daughter tried to give him glucose tablets to bring his blood sugar up but he could not swallow it. The product is stored according to specification in the bedroom. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 11/30/2021 and open vial date is one week ago the meter memory was reviewed for previous test result history. (B)(6).